Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. Concomitant products: biomet taperloc femoral stem: catalog#: 103203, lot#: 414150.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 10 states, fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2016-04212 / 04213 and 3002806535-2016-00792 and 0001822565-2016-03782 and 0002648920-2016-03222).

Event description:
Legal counsel for patient who underwent a hip revision approximately 5 years post-implantation reported patient allegations of pain and trunionosis, and yellow necrotic tissue. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative reports state that the patient had effusion in the hip joint. There was wear of the acetabular liner with the acetabular component at a 0-10 degree anteverted position. Lysis was noted in the ischium and anterior-superior acetabulum and pelvis with lesions of greater than 4cm. The femur was noted as having a greater than 4cm proximal circumferential lysis. The trunnion was noted as having corrosion. There was also noted to be pseudopods of boney ingrowth in the acetabulum.